Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis [synovitis]. Case description: spontaneous report rec'd on (B)(6)-2011 from a physician regarding a male pt, initials unk. The pt's medical history is significant for coxarthritis. On an unspecified date, the pt initiated synvisc injection of 2 ml into the hip joint. The synvisc injection was performed under radiological control. On an unspecified date, the pt experienced synovitis requiring hospitalization for 2 weeks. The action taken with synvisc treatment was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The reporting physician assessed that the event of synovitis as unrelated to synvisc but to contrast medium that was used. Additional information was rec'd on (B)(6)-2011 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. F/u information was rec'd on (B)(6)-2011 from the physician who updated pt initials to (B)(6). The physician reported that the pt's medical history is significant for right coxarthritis. The physician provided pt details: (B)(6). In (B)(6)-2011, the pt initiated synvisc injection of 2 ml into hip joint. The reporting physician was not the physician who performed the injection. In (B)(6)-2011, the pt experienced effusion on right hip joint and pain, and was diagnosed with synovitis which required hospitalization. During hospitalization, the synovial fluid was examined. The lab test results obtained were: synovial fluid culture: sterile; synovial fluid protein value: 55g/l, synovial fluid white blood cells count: 2400/mm3 and c-reactive protein: 144mg/l. No action was taken with synvisc treatment. In (B)(6)-2011, the pt recovered without sequelae from synovitis. Relevant concomitant medication reported includes 3du/d of chondrosulf (chondrotin sulfate sodium), which was started in (B)(6)-2011 and is continuing. The intensity for the event of synovitis was assessed as severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as possible. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.